Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported that the patient underwent a craniocerebral operation due to traumatic brain injury. After the operation, it was found that the patient had hydrocephalus. A valve was implanted with no abnormality found during surgery. The patient showed redness around the navel, edema, and ulceration. The surgeon removed the tube and found abdominal segment calcification. Ventricles were drained for one week and the lumbar cistern drainage was changed. The patient is waiting for revision surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheters were visually inspected and confirmed the calcification. Although it cannot be precisely determined how the apparent calcification occurred. Literature describing this type of phenomenon is noted in ¿the shunt book¿ (authors james m. Drake and christian sainte-rose) that deterioration of the silicone and host reaction result in calcification of the outer wall of the distal tubing. The calcium deposit is described in that literature as being firmly adherent of the outer wall of the tubing, surrounded by fibrous tissue. Given the relatively short implantation time, the appearance of this type of calcification is considered to be a rare occurrence. It is possible that this is what was observed on the item returned to us. A review of the history device records confirmed the valve conformed to the specifications when released to stock. A review of the sterilization certificate also confirmed that this device conformed to the specifications when released to stock. Based on the results of this investigation no further action is required.